Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 170 mg/dl, and the meter bg reading was 32 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 32 mg/dl and the customer lost consciousness. Customer required assistance consuming soda and giving a glucagon injection to address bg level. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and released from the hospital (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.